Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a tag that caused a capsular tear in a patient's left eye during laser assisted cataract surgery. The dock was slightly tilted and some mucus was trapped inferiorly outside of the capsulotomy. The laser treatment part was note to be uneventful. In the operating room, the surgeon noted that the capsulotomy was irregular at about 40 degrees due to a possible tag. After removing the nucleus pieces, an anterior capsule tear extending posteriorly was noted. After an anterior vitrectomy, an anterior chamber intraocular lens was implanted. It was noted that the patient was moving a lot and that the pupil remained small. At one day post operative visit, corneal edema, elevated intraocular lens and vision was quite blurry. These issues were noted that they should be better in approximately a week.

Manufacturer narrative:
As patient movement and a small eye were noted and the tear happened post laser treatment, the root cause of the incomplete dissection and capsular tear can be attributed to user error. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the corneal edema and blurred vision cannot be determined conclusively. (B)(4).